Manufacturer narrative:
Cracked reservoir tube lip noted during visual inspection. Unable to prime during prime/a33 alarm test and motor error alarmed during basic occlusion test due to faulty fsr(gold). Motor tested ok . Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 251 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.